Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number; the international list number is unknown. It was unknown if the device involved in the event remained implanted, was discarded, or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient's internal bumper had migrated through the pylorus and had grown in the jejunum. No further information was available.